Event description:
It was reported per mw(B)(4), patient advised that after about 8 hours the pump did a factory reset in the middle of the night. He said the pump started to infuse at a rapid rate so he disconnected the pump and was able to start infusion on a different pump. He had programmed pump with cnss nurse yesterday. Patient reports that he 'can taste the remodulin in his mouth, slightly increased heart rate, and feeling of the air being thin'. Patient was advised to follow up with his doctor and to seek care if symptoms got any worse. Patient stated he was discharged from the hospital 2 days ago for unknown reason and has already been titrated to pump rate of 0.028 ml/hour but last mix was only with 2 ml of remodulin 10 mg/ml. Patient was advised per pharmacy dose guide, that his mix should be 2.6 ml and that he was waiting on review from m.d.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. System fault 8 was found during investigation due to faulty pwa board which was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.